Event description:
A malfunction on the pump was reported by the caller, which did not result in any notable events prior to the issue and was identified with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, resolving the issue. The pump was reset successfully, and the caller was advised to continue using it and to contact support if the malfunction code reappeared.